Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states that the outer coating of the power cable was found cracked. The inner copper wire was exposed. There was no pt involvement.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.